Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing palpitations. Boston scientific technical services (ts) review of device data found an episode of oversensing stored previously that had caused pacing inhibition lasting longer than three seconds. The lead was later explanted and replaced. No additional adverse patient effects were reported.